Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 24 (but incorrect dates) were found which could confirmed the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, external inspection found damaged corner on housing with keypad. The air in line senor failed calibration failed. Therefore, the downstream pressure sensor has been recalibrated and the opto ic sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed on the ribbon cable. However, the sensor ceramics are oxidised. This confirms the event. This compliant is considered as valid, and the root cause is a defective air sensor. Please be informed that a CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a

Event description:
The following has been reported: showing "air bubble" customer showing "air bubble." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.